Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient had passed away and was found deceased on the floor. The spouse had requested the device be checked to identify when the device ¿stopped working¿. The cause of death has been requested and not received.